Event description:
Additional information received reported the circumstances that led to the reported issue were unusually loose bowels. The patient changed the power and program which resolved the resolved the reported bowel issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient was getting urinary symptom relief but now they had bowel issues, which they did not have before implant. The caller switched from program #1 to #2 at 3.1v and felt stimulation comfortable. The patient was to follow up with their healthcare provider (hcp) to inform the office they had adjusted their settings. Information indicated the issue was sudden in nature at it began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.